Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 2 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same size and model due to severe stenosis associated with calcification. No additional adverse patient effects were reported.